Manufacturer narrative:
The end user provided lot traceability. A review of the manufacturing records relative to the material, assembly and inspection revealed no anomalies. Photos provided by the distributor showed images of the specimen before separation from the delivery system. These images presented offset/overlapping coil wraps at the distal end extending from the distal tip of the delivery system and bend/kink damage to the shaft extending proximally from the delivery system. The device was returned for analysis on 08/09/2018. As received, the specimen consisted of one-1 safari2 275cm sml crv; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The distal tip of the delivery system presented damage consistent with attempting to advance the delivery system over the specimen wire, further aggravating the offset/overlapping coil damage. The specimen presented a tensile overload, with torsional loading, fracture of the outer coiling wire with offset/overlapping coil wraps and extensive stretched coil damage. The coil segment distal of the fracture was stretched to approximately 33.5cm. The offset/overlapping coil wraps created localized oversized diameters to .04105". The core wire presented a ductile, tensile overload fracture near the distal tip. The specimen also presented extensive bend/kink damage scattered over the length of the device and frayed/scraped ptfe coating with coating removal scattered over the length of the wire. No other damage or inconsistencies were noted to the specimen. The proximal joint appeared to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appeared visually and dimensionally correct. At this time it is not possible to assign a definitive root cause for the event as reported. As indicated in the warnings section of the device instructions for use (dfu), "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking or coil separation. Never advance a guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ."based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported. If additional information is received analysis a follow-up medwatch report will be submitted.

Manufacturer narrative:
The end user provided lot traceability. A review of the manufacturing records relative to the material, assembly and inspection revealed no anomalies. The device is expected to be returned for evaluation but wasn't received by the time this report was submitted. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted.

Event description:
As reported by the distributor: during advancement of the delivery system over the safari2 wire, some resistance was noticed when trying to push or pull over the wire. The deployment of the valve was uneventful with valve being released on intended position. During retraction of the delivery system over the wire resistance was felt again up to a point that the delivery system could not be retracted over the wire. Both delivery system & safari2 were removed as one system. The valve was recrossed with a new safari2 in order to perform a post dilatation. Final implantation result was satisfactory with good clinical result.